Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. (B)(4).

Event description:
It was reported via phone call that the reservoir compartment is not locking in tightly. The customer's blood glucose was 126mg/dl. The customer was advised the pump will be replaced.